Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2021, the patient reported that her infusion set's tubing that detached at the site connector (site location) while sleeping. The infusion sets were stored at room temperature. Further, on (B)(6) 2021, she was hospitalized due to diabetic ketoacidosis and she stayed there for two full days and one night and was administered some unspecified drug intravenously (drug name unknown). Currently, her blood glucose level was 383 mg/dl. No further information available.